Event description:
Healthcare professional reported left side "rupture and contracture grade 3" diagnosed via MRI. Device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture and capsular contracture was requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.